Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not be return for evaluation. Therefore, root cause was undetermined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has ", low pip (peak inspiratory pressure), low ve (minute ventilation), high rate and transducer fault alarms while the ventilator was running. There was no patient involvement reported from this event.